Manufacturer narrative:
The reported event of missing egms was not confirmed. Based on the information provided, there were no recent ventricular fibrillation episodes according to the episode log. The trigger that initiated a transmission was for a supraventricular tachycardia episode and that egm was available.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a diagnostic anomaly in which an episode of ventricular fibrillation episode was not recorded. No intervention was performed. There were no patient consequences.